Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency department after receiving multiple atp and shocks, despite the series of therapies delivered, the arrhythmia persisted. The electrograms appear to show detection and therapy for persistent vf. Defibrillation threshold had been previously established with successful defibrillation. Setting change was recommended. The patient is in stable condition and is being monitored.